Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and cognitive changes.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2016, an adverse event had occurred. The patient's mother reported that the patient had used the unit for 1 day and the patient experienced a hypoglycemic event at about 9 am on (B)(6) 2016. Date of issue is an approximation. It was stated that the patient experienced a low blood sugar of 19mg/dl and the patient's mother administered cardiopulmonary resuscitation (CPR) for approximately 5 minutes and called the paramedics. The paramedics arrived and continued with CPR. The patient's mother mom does not recall how long it took for them to revive the patient. The paramedics also administered a glucose drip while the patient was in the home before transporting her to the hospital. It was stated that after the patient was revived, she was somewhat responsive but patient's mother stated that she was not coherent. The patient was transferred to hospital emergency room (ER) where she remained about three hours while they check her out and got her blood glucose values to a safe range. The patient's doctor was alerted to the ER event the same day according to the patient's mother. No product defects or failures were alleged. At time of contact the patient's condition was fine and she was fully recovered from the event. No additional event or patient information is available.